Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported an impella cp - impella rp flex bipella support was placed to support a patient who was suffering from acute myocardial infarction. The impella rp flex pump was removed after 24 hours. The pump had low flows and the patient experienced hemolysis. The patient continued on extracorporeal membrane oxygenation support.

Manufacturer narrative:
The investigation of hemolysis and low pump flow has been completed. The impella device was not returned for evaluation. Hemolysis: the data logs show instances of suction alarms which resolved. After 16 hours, there was a motor current spike with speed deviation and a shift in purge flow and purge pressure. After about 3 hours, there was another motor current spike with a shift in placement signal and onset of reduced flows but flows remained within range for p-level. The motor current spikes are indicative of potential biomaterial interaction. It is unknown when hemolysis onset was. The root cause of the hemolysis was unable to be determined as no product was returned for analysis and specific timing of onset of hemolysis was unknown in addition to limited clinical information provided related to failure. Low pump flow: the root cause of the low pump flow was most likely due to biomaterial as evidenced by the motor current spike causing reduced flows in the data logs. Thrombus: based on data analysis thrombus was added as a failure mode. As the necessary information was not provided, the root cause of the thrombus was not determined.